Event description:
It was reported that during a gastric bypass procedure, the sutures were permeable during the blue test with blue reload. An ec60 stapler and another blue reload (different lot) were used to complete the procedure. There were no adverse consequences for the patient reported. One device will be returned. (B)(4).

Manufacturer narrative:
(B)(4). The analysis results showed that one long60 device was returned with no visual non-conformances and with seven ecr60b cartridge reloads present. Cartridge (b, c, d, e, f, g, h) ecr60b, m5208m were received fully fired and in good visual conditions. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please note crossing staple lines at the wrong angle can cause the knife to get trapped in a staple web, damaging the knife so that it cannot cut the tissue properly and fast enough. If the tissue starts to move because the knife is trapped in a staple web, the tissue will tend to bunch up creating a staple log jam. When the force gets great enough the tissue will move forward distally out the jaws leaving malformed bunched staples and an incomplete cut line.